Manufacturer narrative:
Continuation of d11: product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type lead product ID ne u_unknown_ext lot# serial# unknown implanted: explanted: product type extension h3: analysis of the ins found insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that only the paddle and it¿s wires remained implanted (the patient did not have extensions). It was indicated that the paddle remained implanted because it was not in the doctor¿s skill set to remove a paddle as they were not a neurosurgeon or ortho-spine surgeon. It was also indicated that the battery was returned in a shipping return box yesterday. The device was received by analysis on 2020-08-24.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2010, product type: lead, product ID: ne u_unknown_ext, serial# unknown, product type: extension. A supplemental report will be sent when analysis results are available. H6. Evaluation method, result and conclusion codes were updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having pain over her battery site that got worse when she would charge the battery. When the battery would drain down, the pain would decrease. She was no longer getting any relief, even after reprogramming, so the ins was removed. The lead and extension remained implanted. The device was expected to be returned for analysis.